Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was no pacing capture in the right ventricle. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for a gastrointestinal procedure. During the pre-operative procedure, the patient went into ventricular fibrillation (vf). The patient had cardiac arrest and low blood pressure and the patient passed away. The physician suspects the implantable pulse generator (ipg) system may have malfunctioned due to asystole being noted on telemetry strips.

Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.